Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: ap3a.240905.015.a2.g991usqsjhzb1 hardware: sm-g991u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving a "bolus calculator temporarily disabled" message, with the system locked for 3 hours until 3:56 pm. The patient reported this was due to an unconfirmed bolus. The patient's blood glucose was rising (377 mg/dl). The patient attempted to switch to manual mode to deliver a bolus, however that option was unavailable. The patient administered 5 units of insulin manually via injection while waiting for the system lockout to expire.